Event description:
It is reported that the surgeon prepared the femoral canal to implant a 16mm lm beaded fullcoat. The femoral canal was reamed to 15.5mm and rasped with a 16mm broach. The implant was opened and the distal end was measured. The surgeon felt that the implant was too small, not allowing for a tight pressfit. As a result, a larger device was implanted.

Manufacturer narrative:
Eval summary: the returned device met specification where measured. The method of inspection by the user is unk and the measuring instrument used (hole gauge) is not recommended or advised. The cause cannot be definitively determined with the info provided. Device history records indicate all components were mfg and inspected to specification.